Event description:
It was reported that a spectrum pump failed a preventive maintenance test for downstream occlusion. The pump was set to medium and was getting a reading of 20.09 psi. It was reported that this was observed during testing.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The failed downstream occlusion test could be reproduced during the evaluation. The pump was found to be within specification and no malfunction could be identified. A downstream occlusion test was performed per spectrum maintenance procedure with the unit passing.